Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
A consumer reported two occurrences of conflicting sars results. The consumer communicated that they first tested negative and later positive with quickvue otc on the same day. It is unknown if the consumer was symptomatic. Report 2 of 2.